Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to systemic infection. As per patient advocate, the infection was in the teeth that spread to the rest of the body and was confirmed to not be device related. There were no additional adverse patient effects reported. The ra lead remains in service.